Event description:
It was reported that there was a leak. This occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
Device not returned to manufacturer. No product was returned for investigation; therefore, the evaluation is limited to the visual analysis of the photographs provided by the customer. The photographs show a product from a different manufacture connected with the reported catheter. Leakage appears to originate from the non-ICU product. No leakage is visible on the reported catheter. Based on the visual analysis, the complaint is not confirmed. No further investigation was taken as the reported issue does not pertain to the reported product. A device history record (DHR) review could not be performed as the lot number was unknown.